Event description:
It was reported that during a tooth extraction the patient received second and third degree burns to the lower lip. It is unknown at this time how the burn was treated and if there will be any additional treatment needed as a result.

Manufacturer narrative:
Both the hand piece and the attachment were received at the manufacturer for investigation. The hand piece was tested and found to operate within specifications. There was a bur lodged into the attachment and when tested the attachment heated up within seconds. Upon investigation it was noted that there was corrosion throughout the upper portion of the attachment and the bearing was shattered. The instructions for use states that the customer should run the attachment before every use to ensure that the operations of the product is normal.